Event description:
Pt positioned with a mayfield head securement device and during the case the mayfield had "play" in it and required md to stop the case, break scrub, and tighten the device. The patient was not harmed.